Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52, implantable tachy lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the device battery voltage showed ¿not available¿ on the interrogation report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.